Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the reported error 22 described in complaint was found 3 time in the log file, therefore the reported event is confirmed. The reported device was not returned to france for investigation as repairs were carried out locally. During the service, the ocs board was diagnosed faulty. Therefore, the ocs board was replaced to new one. The quality control was performed after repair, and the device was functional and safe. The replaced spare part was sent back to brézins for investigation. The visual inspection was compliant. The spare part was mounted in our test device to verify the complaint. The investigator started by successfully performing maintenance tests 15, 16 and 19. Subsequently, he performed a global functional test and a running-in at 1500 ml/h during 1h, and no technical errors were triggered during the trial period. The reported event have not been reproduced as the spare part was functional. The root cause of the failure may be another part and can only be analyzed with the associated device. Therefore this complaint is valid as the technical error was confirmed multiple time on the device log history. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Customer reports the following: "error 22-0002 clamp optical sensor. Fault diagnosed in ocs board. Ocs board replaced to new one. Quality control performed after repair, device is functional and safe." Reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.